Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 306 mg/dl. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source, however customer continued to get power source alerts. Customer will continue to use pump for insulin therapy.